Event description:
It was reported that a spectrum pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 105. The system error was found to be caused by a dislodged component in the I/o printed circuit board (pcb). The failed I/o pcb was replaced.